Event description:
"Baloon appeared to have burst in the heart. When catheter was withdrawn, there was no evidence of the balloon. Probably still in patient." As quoted from initial reporter. See section e.